Event description:
Reportedly, during a follow-up, an error message was displayed upon interrogation of the subject device.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up, an error message was displayed upon interrogation of the subject device.